Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (vessel occlusion, cva). Lack of information (unknown cause of event). Evaluation conclusion: known inherent risk of procedure (vessel occlusion). Lack of information (unknown cause of event).

Event description:
A valiant thoracic stent graft was implanted in a patient for the endovascular treatment of a 3.8 cm diameter and 5 cm length thoracic aortic aneurysm in zone 2. The proximal aorta was 29-26 mm in diameter and 27.3 mm in length. The distal aorta was 32-26 mm in diameter. The external iliac arteries were 9.3 mm in diameter bilaterally and the femoral arteries were 9 mm in diameter. One week prior to the tevar re-implantation of left vertebral artery with 6mm ptfe graft performed in conjunction with carotid to subclavian artery bypass procedure was performed. It was reported that the patient was admitted to the hospital after experiencing left sided weakness and speech difficulties. The patient had been on warfarin for chronic atrial fibrillation since a syncopal episode on and was diagnosed with multifocal ischemic stroke. The patient was put on medication and discharged on. The event is continuing with treatment. The investigator assessed this event as unrelated to the procedure and it is unknown if it is related to the device. No additional clinical sequelae were reported.